Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter employed nurse from (B)(6) of a break in aseptic technique and peritonitis coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On an unreported date, a break in aseptic technique occurred described as patient make a mistake. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized. On (B)(6) 2011, the patient began remedial therapy with injection reflin (500 mg, three times daily, ip) and injection fortum (500 mg, three times daily, ip) which continued. On (B)(6) 2011, the patient also began remedial therapy with injection vancomycin (1 gm, loading dose, ip), and injection amikacin (150 mg, loading dose, ip). As of the time of this report, the patient remained hospitalized and the event of peritonitis was resolving. It was not reported if the patient was retrained in aseptic technique. Dianeal pd2 ultrabag therapy was ongoing. The nurse believed that the peritonitis was not related to the dianeal pd2 ultrabag therapy and did not provide an assessment of causality for the break in aseptic technique.